Event description:
Capillary blood samples from nicu patient were run on a hemocue glucose 201 dm system and compared with results from other glucose meter. The results from the hemocue system were reported by the customer to be between 65-78 mg/dl higher than the results from the other glucose meter. No patient impact has been reported.

Manufacturer narrative:
Initial information from the customer indicates that the patient was on total parenteral nutrition (tpn) treatment. Tpn fluids typically contain lipids which is a known interference of the hemocue system that could cause false high results. This interference is stated in the labelling for the hemocue system.